Manufacturer narrative:
An internal pinching of a sleeve was observed during troubleshooting, which blocked the air circuit. Therefore, the clamped cuff was replaced, and the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" error appeared when the device was switched on. It was reported that there was no patient involvement at the time the issue was discovered.